Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
It was initially reported, a ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module was replaced to address the issue. The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, the device's system board and flow sensor assembly were replaced to address the issue.